Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer¿s blood glucose level. Additionally, the pump battery was depleting quickly resulting in a shutdown. The customer continued to use the pump for insulin therapy.